Manufacturer narrative:
Investigation summary: during manufacturing of material 221267, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history review was satisfactory, and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this batch included an inspection quality defect for missing sleeve labels. The complaint history was reviewed, and no other complaints have been taken on batch 4345757. Retention samples from batch 4345757 were not available for inspection. Two photos were available for investigation of this complaint. One photo showed three sleeves of chocolate plates without labels and no plate information visible. One photo showed one partial sleeve of red plates atop a carton. This complaint can be confirmed for missing sleeve label. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for missing labels.

Event description:
It was reported prior to using bd bbl¿ chocolate ii agar that three (3) sleeves of media were missing the product label. There was no health impact or consequence reported.

Event description:
It was reported prior to using bd bbl¿ chocolate ii agar that three (3) sleeves of media were missing the product label. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter address:(B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.